Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced damaged/defective tubing. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20073325. Date of event: (B)(6) 2020. Customer concern: "we have had multiple different sets of primary IV tubing that have had tiny holes in the tubing. I can think of 3 different instances in the last 2 weeks where this has happened. One involved the nursing spiking tpn with primary tubing-she noticed a leak right away and upon investigation, the tubing had tiny punctures in the tubing. The second incident was similar but with IV fluids. These were both caught prior to hanging the fluids on the patient. The third just happened and the IV tubing was leaking into the patients bed due to tiny puncture holes in the tubing."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of damaged tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20073325 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of defective tubing with lot #20073325 regarding item #2426-0500. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced damaged/defective tubing. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20073325 date of event: (B)(6) 2020 customer concern: "we have had multiple different sets of primary IV tubing that have had tiny holes in the tubing. I can think of 3 different instances in the last 2 weeks where this has happened. One involved the nursing spiking tpn with primary tubing-she noticed a leak right away and upon investigation, the tubing had tiny punctures in the tubing. The second incident was similar but with IV fluids. These were both caught prior to hanging the fluids on the patient. The third just happened and the IV tubing was leaking into the patients bed due to tiny puncture holes in the tubing."